Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported, the customer was unable to test, due to his adc freestyle libre reader turning on with button press, but not with test strip insertion. It was further reported, that on the evening of (B)(6) 2023, the customer experienced a loss of consciousness. Customer was treated with an injection of glucagon by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the precision strips was reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported the customer was unable to test due to his adc freestyle libre reader turning on with button press but not with test strip insertion. It was further reported that on the evening of (B)(6) 2023, the customer experienced a loss of consciousness. Customer was treated with an injection of glucagon by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.